Manufacturer narrative:
DHR review : the quality records indicate that these components met all requirements to perform as intended. Event summary: patient underwent revision due to unknown reasons. Review of received data. Surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis. Visual examination . Following components have been returned for investigation: durom cup and ldh head and head adapter. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone on growth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 58/52 code r on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2014 due to unknown reasons. This is a bilateral claim.